Event description:
The reported several low blood glucose (bg) readings (anywhere between 39 and 69 mg/dl) over the past few days. At the time of the call, the patient reported a bg of 39 mg/dl. There was no mention of symptoms. The patient corrected low bg with 30 grams of carbohydrates and bg went up to 94 mg/dl. The patient denied seeking medical attention for the low bgs. At the time of troubleshooting, the patient denied any weight loss or an increased level of activity over during the period of low bgs. The patient confirmed pump settings were correct. When reviewing pump history, it was noted that last correction for bg of 261 mg/dl was correct. Reviewed doses given since cartridge placed in pump and the doses equal the cartridge volume. This complaint is being reported because the patient obtained a bg of 40 mg/dl when the reported device was in use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.